Manufacturer narrative:
No medwatch form was rec'd from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info rec'd from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."

Event description:
MFR rep reported pt presented with rubor and warmth around the device pocket. The pt was diagnosed with an infection; type unk. The pt was treated with antibiotics. The device is not scheduled to be explanted and the pt's current status is stable.